Event description:
It was reported that during testing, CADD solis VIP had a defective cassette sensor. There was no patient involvement and patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.